Event description:
While using the separator, the separator wire broke outside of the hub leaving the distal portion inside the catheter. The crack occurred where the taper is located. The catheter was removed from the pt with the broken separator inside.

Manufacturer narrative:
Technical evaluation: the separator was returned broken 0.75 cm from the diameter transition from the proximal support zone to working zone. The distal end was inside the catheter with a cork screw like bend in the wire in the catheter hub. Conclusion: the separator wire became bent during use. This bending was likely the result of the wire taper being brought outside the valve of the rhv. The fatigue from the bend weakened the wire. When force was used to move the wire, the wire broke at the fatigued area. During use, the wire taper does not need to be moved proximal to a point when it exits the rhv. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record was completed on part # 0533 (lot # l12562). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and are deemed acceptable.